Manufacturer narrative:
Per the report, "nebulizer is not working. It won't blow hot steam. Not heating up." The customer reported that the nebulizer stopped misting approximately three weeks ago and was not blowing mist or hot air. The device is used for her husband, who is 80 years old and weighs 160 lbs. No harm was reported, and the husband is currently doing okay. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per the report, "nebulizer is not working. It won't blow hot steam. Not heating up."